Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was unable to adjust their stimulation. The pt programmer would not power up despite replacing the batteries. Follow-up info reported that the pt met with their healthcare professional and with the company rep for the event. The pt had surgery to fix the device problem. She still had problems with her device system. If add'l info becomes available, a follow-up report will be sent.